Manufacturer narrative:
Qc had been periodically failing. Two testosterone calibrations failed on (B)(4) 2010. A routine system check was performed on (B)(4) 2010, and the results were within the instrument specifications. Service was dispatched on (B)(4) 2010. The field service engineer (fse) rebuilt and replaced a few hardware components, and performed all necessary alignments. The fse performed a wash portion of system check. No issue was noted. The fse calibrated the testosterone assay and the customer performed qc. No issue was noted. Although hardware issues were addressed, a clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low testosterone results below the normal reference range generated by access 2 immunoassay analyzer for several patients. The results were reported out of the laboratory. Subsequent testing at an alternate laboratory produced results within the normal reference range. The methodology used at the alternate lab has not been provided. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.